Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) . A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies were failed. A field service engineer inspected the device and found drawer 5 unable to eject or accept pockets, replaced damaged retractor band, and performed extensive troubleshooting with engineering support. The fse identified a short in the drawer, replaced it, and confirmed successful repair via hardware test application and pharmacy staff verification. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 cubies were failed to open. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 cubies were failed to open. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.